Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced muscle stimulation and his right atrial (ra) lead showed high pacing thresholds during a normal follow-up. The patient underwent a revision wherein fluoroscopy appeared to show movement of the lead within the right atrium. Additionally, the lead helix was unable to be properly retracted/re-extended. As result, the lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.